Manufacturer narrative:
Product is manufactured in switzerland but not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted, phacoemulsification and iol placement(B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patient implanted with the implantable collamer lens (icl) underwent icl explantation due to cataract development. Patient also underwent cataract surgery by phacoemulsification and iol placement. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.